Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, right ventricular lead sensing noise and pacing inhibition was observed. No inappropriate therapy was noted. The noise was unable to be programmed around. A possible insulation breach was suspected. A previous instance of decreased impedance was observed however during the device check, the impedance was within normal limits. The right ventricular lead was capped and replaced on (B)(6) 2019. A right ventricular lead insulation breach was unable to be visualized. The patient was stable throughout.